Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test, sleep current measurement, active current measurement, and self test. No button error alarm noted upon testing. Backlight settings was adjusted and each setting functioned properly. No back light anomaly noted. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons stuck when pressed, battery life was diminished, received random no delivery alarm and backlight had lost some brightness. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.